Manufacturer narrative:
Product evaluation indicated one opened lens box was returned missing the peel pouch and directions for use (dfu). The lens was in a dried condition and was present in the vial. Particulates, saline dentrites, and dried solutions were visible on the optic. Visual inspection found one haptic broken off at the loop/optic junction. The broken piece was not returned. The other haptic was bent. The cause of the damage cannot be determined. Functional testing could not be performed due to the damage. The product evaluation confirmed the failure mode. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. There have been no other events for this lot to date. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. The most probable root cause is operational context. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Manufacturer narrative:
The device has been received and is pending evaluation. The investigation of this event is in progress. Upon completion of the investigation, a follow up report will be submitted.

Event description:
It was reported that during cataract surgery and implantation of an intraocular lens (iol), the patient sustained capsule damage resulting in a loss of vitreous, necessitating a vitrectomy. The surgeon had attempted to insert the original iol into the patient's right eye, but the lens was not visible to the surgeon inside the inserter. The surgeon believed that the iol was stuck inside the inserter cartridge, so the lens was removed from the inserter. The backup lens of the same model and diopter was placed into the same inserter cartridge. After the backup lens was inserted into the right eye, the surgeon observed that a haptic from the original lens was inserted into the eye along with the backup lens. The haptic from the original lens had broken off into the inserter cartridge. The patient sustained capsule damage. The broken haptic was removed from the eye, requiring enlargement of the incision. No sutures were required. A vitrectomy was performed due to the loss of vitreous. The backup lens was successfully implanted. In the physician's opinion, the most likely cause of the iol damage was that the lens was stuck in the delivery device.